Manufacturer narrative:
A medical grade air is to be facilitated to the ventilator, which should be free of impurities and moisture. It was found that moisture is coming to central air pipeline supply. This is a user error since the facility failed to supply medical grade air.

Event description:
It was reported that there was a malfunction resulting in prolonged insufficient oxygen flow. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The electronic flow control valve was cleaned to resolve the issue. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.